Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified about an event where it was reported that the caregiver was moving the lift, when the battery fell out and its housing cracked. According to the received information no injury occurred and there was no patient involvement.

Manufacturer narrative:
Arjo was notified about an event where it was reported that when the caregiver was moving the bolero lift, the battery fell out and its housing cracked. There was no liquid coming out of the accessory. According to the received information no injury occurred and there was no patient involvement. The arjo representative had performed an evaluation of the involved device and found that the electrical cover (8543377-031) was loose. The damaged battery was replaced, the electrical cover was adjusted and spacer (placed under the electrical cover) was replaced. No other malfunction was detected. The review of adverse events with the involvement of the bolero hygienic lift in last 5 years revealed one similar complaint, where the battery fell out of the bracket. Based on the results of the device inspection performed after the event, the lift's electrical cover was loose. According to the lift's service history, the this cover was replaced a month before the event was reported. At this time lift was in fully functional condition. It is likely that cover became loose during usage after the performed repair affecting the stability of the battery connection as catches of the battery are inserted into the electrical cover. This hypothesis cannot be confirmed as malfunction was not reported to the arjo representative until the battery fell out and cracked. According to the event description provided by the customer facility representative the battery fell out, when the caregiver was moving the lift. Please note that if the battery was not properly mounted in the bracket it could have fallen out during passing over the threshold or some other obstacle on the floor e.g. Hole, which can cause a vibration and disconnection of the accessory from the device. Please note that bolero hygienic lift must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). Anyone using the equipment must also have read and understood the instructions. The involved bolero lift was delivered to customer with instructions for use (IFU; 04.ce.01_13us.ca issued in june 2012) which clearly states in the preventive maintenance schedule, to weekly visually check battery charger and battery. Also, it describes actions which have to be taken before every use (p. 7): "1. Check that all parts of the bolero are in place. Compare to part designations page. 2. If any part is missing or damaged - do not use the product!" According to IFU the caregiver should check the device before every use to verify if all parts are in place. Following that obligation, the caregiver should discover a wrongly fitted battery or loose cover and not use the device until it was repaired. The IFU include the warnings to be followed by device user, which refer to proper procedure after the battery damage occurrence (p. 26): "to avoid bodily injury, do not crush, puncture, open, dismantle or otherwise mechanically interfere with the battery: - should the battery casing crack and cause contents to come in contact with skin or clothing, rinse immediately with plenty of water. - if contents come in contact with the eyes, rinse immediately with plenty of water and seek medical attention. Inhalation of the contents can cause respiratory irritation. Provide fresh air and medical attention." In summary, the device was not up to manufacturer's specification during the event occurrence as the electrical cover was loose and the battery disconnected from the device. The device was not used for patient hygiene at the time of the event, but it was moved by the caregiver. This complaint was decided to be reported to the competent authorities due to accessory disconnection and fall, which could have led to the injury occurrence.